Event description:
Information received by medtronic indicated that the backlight has lost brightness. The customer stated that the screen has polarized effect which is usually a sign of moisture in the insulin pump. Customer stated there was damage around the battery area. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). S/w ver. 4.11c. Retainer ring = black. Customer returned pump for an alleged cosmetic damage and back light anomaly on (B)(6) 2021. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored and no unexpected back light anomaly noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. The pump was received with cracked case (battery tube) and corroded battery tube assembly. In summary, customer alleged back light anomaly not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.